Manufacturer narrative:
Section h6: correction. Medical device problem code "1670 - use of device problem" corrected to "2925 - electrical power problem." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion the reported event of atypical power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 7 days (B)(6) 2021 to (B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated between (B)(6) 2021 at 20:31 and (B)(6) 2021 at 20:45 due to the rsoc and/or bus voltage dropping to ~0v on one or both power cables while the device was connected to mobile power unit (mpu). The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 23jun2021 stated that the alarm was possibly due to lose connection between ac power cord and wall outlet. The patient was educated to confirm stable connection. No product was replaced. The mpu did not malfunction or cause any adverse event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 19may2021 with a v-lock power cord. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with multiple low voltage hazard alarms. No low voltage advisories noted, suggesting a loose ac power connection. Log file submitted captured low power hazard(s) on 11jun2021 and 12jun2021 while tethered on the mobile power unit (mpu). There was no interruption in pump support during these events. The low power hazard was identified due likely to lose connection between ac power cord and wall. The patient was educated on how to confirm stable connections. No equipment replaced and no additional information provided.